Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for high, out of range, pacing lead impedance. The lead was capped and replaced. No adverse consequences were reported.